Event description:
During a laparoscopic nephrectomy, the loaded stapler would open and close, but would not fire. The pt rapidly lost 500 cc blood and hemoglobin dropped to 7.0. Procedure was completed and pt left the operating room in stable condition. In 1/2003 an endogia xl stapler made a loud noise and unable to close it fully. When fired, staple line was not good. -stapler lot u2j03 and load model 030455 lot #n2m16l. Another endogia stapler model 03049 and reload 60-3.5 was used on the same case. The surgeon fired the load and couldn't open the stapler. It was finally opened after multiple attempts. On event day endogia stapler model #030449 and reload #030454 became unattached while it was locked down on tissue. It was reattached, then removed from the pt's abdomen. In 2/2003 endogia stapler reload didn't fire correctly. Uss rep was present in operating room to observe 2 of 5 equipment malfunctions.